Event description:
Neuron 070 kinked near the hub during a procedure.

Manufacturer narrative:
This MDR is being filed as a part of a remediation action taken in response to the (B)(4) issued to penumbra on (B)(4) 2009.